Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a off no power alert on the insulin pump. Customer stated they were unable to navigate to their settings on the insulin pump. Customer's blood glucose was 220 mg/dl. The customer stated they did not receive a low battery alert prior to the off no power alert. Customer stated the insulin pump was not dropped or bumped. The customer was advised to monitor the insulin pump. Customer declined to return the insulin pump for analysis.